Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller ((B)(6)), six (6) batteries (bat314867, bat583603, bat583826, bat583542, bat580519, bat601544), and one (1) controller ac adapter (cac201398) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of bat314867, bat583603, bat583542, bat580519, bat601544, and cac201398 revealed that the devices passed visual inspection and functional testing. Failure analysis of bat583826 revealed that the battery passed visual inspection; functional testing of bat583826 revealed that the voltage of one the cell pairs was below the voltage threshold. Internal inspection did not reveal any anomalies. It was noted that the battery had a cycle count of 241 and that there was a time difference of 1120 days between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. The observed degraded cell pair is an additional finding not related to the reported event. The most likely root cause of the observed degraded cell pair can be attributed to an expected degradation as a result of non-usage over time. Failure analysis of the returned controller revealed that the device passed functional testing. The no power alarm functioned as intended with no anomalies observed. As a result, the reported no power alarm not being heard event could not be confirmed. Visual inspection revealed contamination within both power powers of the controller, likely due to handling of the device. Additionally, visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Supplemental testing was performed on the power ports, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the e ffects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat314867, bat583603, bat583826, bat583542, bat580519, bat601544, and a controller power adapter. Log file analysis also revealed two (2) controller power up events, which were logged on (B)(6) 2020 at 15:26:12 and on (B)(6) 2020 at 20:17:22. The data point logged in the controller's internal logs prior to the first loss of power revealed that bat583603 was connected to power port one (1) with 83% relative state of charge (rsoc) and bat583826 was connected to power port two (2) with 88% rsoc. The data point after the first loss of power revealed that bat583603 was connected to power port one (1) and bat583826 was connected to power port two (2). Several momentary disconnections were recorded leading up to the first loss of p ower. The controller was without power for 19 seconds. The data point logged in the controller's internal logs prior to the second loss of power revealed that bat583603 was connected to power port one (1) with 87% relative state of charge (rsoc) and bat314867 was connected to power port two (2) with 47% rsoc. The data point after the second loss of power revealed that bat583603 was connected to power port one (1) and bat314867 was connected to power port two (2). The controller was without power for 9 seconds. As a result, the reported power switching and losses of power events were confirmed. A power source lubrication procedure was performed on bat314867, bat583603, bat583826, bat583542, bat580519, and cac201398 in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. There is no evidence of a power source lubrication procedure performed on bat601544. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and power sources due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Battery bat314867 d9: yes (B)(6) 2020 h3: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s):b15, b01 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 battery bat583603 d9: yes (B)(6) 2020 h3: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 battery bat583826 d9: yes (B)(6) 2020 h3: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c04, c020701 h6: FDA conclusion code(s): d02 battery bat583542 d9: yes (B)(6) 2020 h3: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 battery bat580519 d9: yes (B)(6) 2020 h3: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 battery bat601544 d9: yes (B)(6) 2020 h3: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430us / catalog #: 1430us / expiration date: 16-mar-2019/ serial #: (B)(6) UDI #: asku d9: yes (B)(6) 2020 h3: yes h4: mfg date: 16-mar-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: patient code(s): c50675 h6: device code(s): a0708 h6:FDA method code(s): b15, b01 h6: FDA results code(s): c04 h6: FDA conclusion code(s): 11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The controller ac adapter was returned to the manufacturer. The cac adapter subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 06-may-2016 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 31-may-2015, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31- jul-2018/ serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 31- jul-2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2018/ serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31- jul-2017, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2018/ serial #: (B)(4), UDI #: (B)(4) device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 31- jul-2017, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-may-2018/ serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 31- may-2017 labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2019/ serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 14-may-2018, (B)(4) investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and several batteries exhibited power switching. It was noted there were two pump stops while batteries were connected and the patient did not hear a no power alarm. The controller and batteries will be exchanged. No patient complications have been reported as a result of this event.